Event description:
A customer reported that during a patient procedure, using a glidescope spectrum smart cable, the cable had to be held at a certain position to get an image. They reported an intermittent connection between the smart cable and the disposable laryngoscope when manipulated. The procedure was able to be completed using a backup glidescope system which was made available in an unspecified amount of time. No delay in the procedure or harm to the patient were reported.

Manufacturer narrative:
The customer declined to have their glidescope spectrum smart cable returned to verathon for evaluation. Since the device was not returned to verathon, the cause could not be determined. Review of complaint history for the reported serial number (B)(6) did not identify any previous complaints reported to verathon. Trending analysis for the glidescope spectrum smart cables does not identify any trends exceeding acceptable limits. Review of the system risk assessment confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized. Corrective action is not required at this time. Verathon will continue to monitor for trends.